Manufacturer narrative:
Lead: model 39565-65, serial# (B)(4), implanted: 2010 (B)(6), explanted: na, recharger: model 37752, serial# (B)(4), programmer: model 37743, lot#, serial# (B)(4). (B)(4).

Event description:
It was reported that the patient experienced a shocking sensation from their implantable neurostimulator (ins) following a motor vehicle accident 2 days ago. Specifically, she was rear-ended and ended up with whiplash. She felt the stimulation in her legs and initially thought her ins system was fine, but when she got home in a relaxed setting she noticed that her stimulation was not present on her left side below her hip and above she knee (she had stimulation to both legs and back). She experienced the shocking while at 1.40 amp (a low setting for her) when she turned the stimulation on. An x-ray was recommended, but the hospital did not do one believing she did not need one. Additional information reported that the patient experienced a loss of therapeutic effect. The patient needed rf ablation due to a "complication" from implanting the leads of the ins system. She stated that a laminectomy was performed to place the leads caused the spine 3 levels up from the leads to "die" and now had muscle spasms. Further additional information was requested, but was not available at the time of this report.